Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, analysis of device records could not be performed as the lot number is unknown. Review of all provided information concluded that there is no evidence of a product defect or deficiency. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported that a pathfinder nxt guidewire snapped in the patient and a piece was unable to be retrieved. The patient underwent fully minimally invasive implantation of a pathfinder nxt construct at l5-s1 for lower back degenerative disease. During removal of the targeting needle, the guidewire snapped approximately 5 cm from the tip and this piece remains in the patient. Surgical delay was between ten (10) to fifteen (15) minutes. The surgery was completed with another device. No concomitant patient conditions were reported. No other issues were noted during the surgery. No postoperative patient conditions have been reported at the time of this report. Additional information will be submitted upon receipt.